Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with the implanted leads targeting the cluneal nerve. The system was activated on (B)(6) 2024. In (B)(6) 2024 the patient inquired about conditionality for a full body MRI and was informed that the system was not approved for the scan. In (B)(6) 2024 the patient reported sensations that were described as "overstimulation", "shock", and "burning" both with the system on and with it turned off. Impedance tests were performed and returned all good readings, indicating there is a low likelihood of fracture of any of the internal components. Reprogramming of the nalu system was performed and the patient appeared to be satisfied with the results. The stimulation was reported to be felt at the intended nerve target so no migration was suspected. Although the reprogramming that had taken place in (B)(6) 2024 appeared to have resolved the patient's issues at the time, the patient later reported that the nalu system was not effective in treating the nociceptive pain symptoms, only the nerve pain. On (B)(6) 2024 a full system explant was performed per the patient's request.

Manufacturer narrative:
Troubleshooting and testing prior to explant ruled out migration or fracture of the internal components. The patient reported feeling stimulation from the system at each of the programming sessions, seeming to indicate that the system was functioning as expected. The reported "overstimulation" and other pain type symptoms were occurring both with the nalu system active and with the system turned off and the external devices removed from the body. It is unlikely that the nalu system was causing pain while inactive, thus the symptoms are most likely related to something other than the nalu device. The primary reason for the patient to request an explant appears to be MRI conditionality.